Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, loss of capture was noted on the rv lead. The physician elected to remove and replace the rv lead. The patient was stable.